Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with a mild chronic anterior inflammation in both eyes following bilateral iol implantation. Reportedly, once the steroid treatment was discontinued the patient experienced pain. The report refers to the patient's left eye. Reference 1119279-2014-00168 for the report for the patient's right eye.